Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that customer was unable to select the reservoir and tubing and up arrow does not work. Customer stated that the insulin pump had crack at the back. No harm requiring medical intervention was reported. Troubleshoot was performed and the customer will discontinue use of the device.

Event description:
The insulin pump was returned for analysis.

Manufacturer narrative:
Customer returned device for an alleged cosmetic damage located at the back side of case and unresponsive keypad found on (B)(6) 2022. The device passed the displacement test and self test. No keypad anomalies noted during analysis. No stuck button alarms noted during testing. Successfully downloaded history files and traces using thus. All buttons were tested individually for their functionality; no damage to keypad traces and connector on device 1 was not unlocked during visual inspection. Device passes keypad voltage test. P-cap locks properly into the reservoir compartment. Device was cut open to perform visual inspection and found¿ moisture damage on electrical board 1, electrical board 2, lcd connector, keypad connector, motor, force sensor, and lithium battery connector. The following were noted during visual inspection: stained keypad overlay, cracked case (battery tube), and pillowing keypad overlay. Cosmetic damage confirmed at the back side of case. Unresponsive keypad was unconfirmed during functional testing. No stuck button alarms noted during testing. Device passes keypad voltage test. Moisture damage confirmed on electrical board 1, electrical board 2, lcd connector, keypad connector, motor, force sensor, and lithium battery connector. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incorrect. The correct information has been included with this report in b5 section.